Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient underwent surgery on (B)(6) 2016 during which the ipg was explanted and replaced. The pinching sensation resolved following the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a pinching/grabbing sensation at the ipg site regardless of stimulation. Diagnostic testing did not reveal any anomalies. Reprogramming was attempted to no avail. Surgical intervention is planned to address the issue.